Event description:
Customer reported that during biopsy, the needle broke in patient's r iliac crest. The bone was reported to be more dense than usual. The orthopedic surgeon had to be called in to perform a secondary procedure to remove the piece of the jamshidi needle from the iliac crest and the needle and the broken piece were both discarded. The piece was removed successfully and no patient injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4): the sample was reported by the customer to be discarded, therefore a sample evaluation cannot be performed. A follow up medwatch will be submitted upon completion of carefusion's investigation.

Manufacturer narrative:
(B)(4): a definitive root cause could not be determined, since samples were not received for evaluation. During review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel or processes to the reported condition. The manufacturing procedure does call out to verify the needle condition prior to passing needles to the next stage. However an update will be performed to the manufacturing procedure to specifically include an inspection for a broken or damaged needle. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness.